Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and not returned to the manufacturer. Additional information including x-rays and medical records was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "dr performed a revision on a left total knee (stryker triathlon size 7ps, size 7 baseplate, size 11mm poly x 3, 38 patella initially and revised with a universal baseplate with 16mm poly and 15/50mm stem cemented with simplex p with tobra). Tibial component looked loose via bone scan. Stability was good. Procedure performed perfectly with no adverse consequences."